Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was disassembled and on inspection it revealed the negative terminal pogo-pin was stuck inside the unit and the sternum terminal pin had been sheared off. A test pad-pak was inserted and the device did not power on. The problem with the device was attributed to the failure of the battery terminal pogo-pin and the sternum pin being damaged. The device performed successfully until (B)(6) 2011, the damage was caused after this date. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.